Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was that the therapy was not working as intended. The caller said that the device was malfunctioning and they didn't know if it was a calibration issue or more. The caller noted the issue had gotten worse but started sometime in 2024, probably several months ago. The caller stated that sometimes when they turned the device on, nothing happened. The caller also said that sometimes the device ran two programs at the same time. The caller described that if the patient rolled over in bed and put pressure on the implant, the device would suddenly trigger and start functioning. The caller said that the patient was testing the device by running at a much higher intensity to see if they could feel it because it didn't seem to be working. The caller then said that nothing happened when the patient laid down in bed, but when they rolled over, it jolted the patient out of bed because the stimula tion was on a higher level. The caller was wondering if putting pressure on the implant affected it or not. The caller thought the issue was with more than just the controller; the agent reviewed information in that this seemed like a therapy or implantable system issue and not an issue with the external equipment. The agent offered to go through troubleshooting by changing groups and programs, but the caller did not respond. The patient was redirected back to their healthcare provider to further address the issue and to meet with a rep in person for potential reprogramming to better optimize their therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the healthcare provider (hcp) was not able to determine the cause. They recommended meeting with a manufacturer representative (rep). A rep recalibrated the implant/controller. Patient stated that "so far, so good" regarding if the issue was resolved.